Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint in the event history log. The single board computer printed circuit board was replaced. The device passed all testing. The reported event was duplicated.

Event description:
It was reported that the ventilator had a system error. There was no patient involvement.